Manufacturer narrative:
A ge representative evaluated the system and replaced the wig-wag brake pad, and tightened nuts holding handles in place. System operates as intended.

Event description:
It was reported that the wig-wag brake handle was loose and the wig-wag brake was allowing movement. No patient injury was reported.